Event description:
It was reported that the patient exhibited a pocket hematoma a few days following the implant procedure. It was noted the hematoma appeared after the patient received an external shock for atrial fibrillation. The hematoma was surgically removed and the device remains in use. The patient is a participant in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).